Event description:
It was observed that during the evaluation, the colonovideoscope exhibited an image error b30 communication error. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the communication error b30 was due to rust on the plug unit contacts (component failure due to stress of repeated use, external factors, or handling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.